Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed mixing pump. The device was evaluated upon receipt. Mixing pump didn't work. The water temperature of t4 was around 4 to 6 degrees. But the water temperature of t1 was not cold. The mixing pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 (reduced water temperature control) has occurred. Per review of wo on 28jan2026, there was no patient involvement. Per follow up information received via mail on 05feb2026, during the routine equipment inspection conducted at the hospital, an issue was identified during the test. Cooling issue caused 113.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 (reduced water temperature control) has occurred. Per review of wo on 28jan2026, there was no patient involvement.